Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
A phone call was made to the customer in order to follow up on a previous call she had made for high blood glucose levels. The customer stated that she was treated by the paramedics after experiencing low blood glucose levels. The customer stated that she was initially treated at home with glucagon, but that did not work, and the paramedics had to be called. The customer also stated that she was treated by the paramedics on (B)(6) 2012 due to a high blood glucose of 542 mg/dl. The customer did not have any further information about the event.